Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient had pain at the implantable neurostimulator (ins) site and down the leg. It was also reported that t he patient was feeling ¿shocking¿ when she charged. The contributing factors were unknown, but it was noted that the patient lost weight. At the time of the report, the ins was not charged because the patient did not have a charger available. To resolve the issue, an ins revision was planned but not yet scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient experienced shocking in the pocket site when charging. The therapy was turned off during charging and no falls or trauma were reported. The representative palpated the area but didn't feel any leads over the front of the device. No further complications reported.